Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during yearly preventative maintenance of the centrimag console, the on/off button was not working as intended. The button had to be pressed several times to turn on. No patient was involved, not even a purging circuit. The centrimag console was exchanged.

Manufacturer narrative:
E1; reporter contact information was not available. Manufacturer's investigation conclusion: the reported event of the centrimag console (serial number: (B)(6) having issues with its power button was confirmed during evaluation of the returned unit. Upon arrival of the console, a log file was downloaded for review; the log file contained information spanning from 02nov2023 to 06jun2024, per timestamp. At 10:24 on 23may2024 and 12:59 on 24may2924, atypical s3 alerts were observed. These alerts appear to have activated during attempted system shutdowns. The alerts were associated with sf_sps_power_button_inconsistent subfaults. The alerts were muted and cleared within a minute of their activations, and the console was observed to have been shut down successfully shortly later. During evaluation at the service center, a slight mechanical halt was observed when pressing the power button. During functional testing, s3 alerts were able to be reproduced. These alerts were isolated to the power button assembly. The power button was disassembled and replaced. Preventative maintenance was performed, and the serviced unit was then found to perform as intended. Further inspection of the exchanged power button assembly did not reveal any visual deformities. The power button assembly was reassembled and installed into a test console. The system was power cycled multiple times, and no further abnormal events were able to be reproduced. The ifd pcb was replaced in response to this issue; however, the issue was not able to be reproduced during additional evaluation. The root cause of the reported event was determined to be an issue with the power button assembly; however, a more specific cause was not able to be conclusively determined. The device history records were reviewed for the centrimag 2nd generation console (serial #: (B)(6) and the console was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual ¿table 15: console maintenance schedule¿ instructs users to have the centrimag console¿s internal battery replaced every two years. Users are instructed to contact abbott for assistance in replacing the battery, as users may not replace the internal battery without proper training or assistance. The 2nd generation centrimag system operating manual section 12.1 ¿ "appendix I ¿ 2nd generation centrimag primary console alarms and alerts" cover all alarms (auditory and visual), including system related alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.